Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code 9213 captures the reported event of perforation. Impact code f19 captures the surgical intervention to remove and close the perforation. Block h11: investigation results: based on the available information, boston scientific corporation concludes could not confirm the reported perforation and subsequent surgical intervention as the device was not return for analysis, therefore, a technical analysis could not be performed. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was implanted during a procedure, performed on (B)(6) 2026. Post procedure on (B)(6) 2025, the patient was taken back to the operating room where the surgeon performed a robotic gastrectomy to remove the stent and close the perforation. The procedure was completed with a different device.